Event description:
It was reported that the patient experienced pain at the implantable neurostimulator site and new pain unrelated to baseline following the implantation of the intellis pro implantable neurostimulator. The managing medical team ordered new x-rays but found no obvious cause for the discomfort, hypothesizing that it could be due to an unrelated condition such as kidney stones or routine post-surgical pain. The patient's discomfort has not resolved, and a meeting is scheduled to discuss a possible pocket site revision. No patient complications have been reported as a result of this event. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. The patient's stimulator was successfully moved from the right flank to his right buttock region on (B)(6) 2025 in a surgery. Rep reported they heard from hcp team that patient is recovering well and that the site discomfort has dramatically improved following the revision surgery, and that the stimulator is still providing sufficient relief for his initial pain symptoms. The issue is considered resolved at this time but will follow up with any applicable information that is received.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.